Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the stapler was received with a full complement of staples. The interlock was engaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the reported condition may occur if the firing knob is retracted prior to advancing. When the firing knob is retracted before firing the stapler it engages with the interlock in the handle and prevents the instrument from firing. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a cystectomy procedure when the surgeon gripped the tissue and tried to staple, the firing knob did not move at all and could not staple. To complete the procedure, another device was used. No patient injury or extension in surgical time.